Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer alleged they received a questionable tina-quant hemoglobin a1c gen.2 (hba1c) result for one patient on their integra 800 analyzer. The patient's hba1c was tested from a whole blood sample. The sample was collected (B)(6) 2014 and tested on (B)(6) 2014. The patient's initial hba1c result was 4.47% and it was reported outside the laboratory. The clinic contacted the laboratory and questioned the result. On (B)(6) 2014, the sample was repeated and the hba1c result was 7.2%. The customer issued a corrected report for this sample stating the correct result was 7.2%. There were no adverse events. The hba1c reagent lot number was 69989601 and the expiration date was 09/30/2015. The field service representative found a defective sample 1 probe. He replaced the probe. A flow check was performed and was within specifications.